Event description:
It was reported that the patient felt stimulation turning off and then on again randomly, following their latest reprogramming. Impedance measurements were normal. The patient was using adaptivestim, so cycling was unlikely. Additional information received reported that no malfunctions were seen and the patient had effective therapy.